Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 158 mcg/day) via an implantable infusion pump. It was reported that several motor stalls occurred on (B)(6) 2019 at 17:39 and recovered at 19:17, occurred (B)(6) 2019 at 12:09 and recovered at 12:39, occurred (B)(6) 2019 and recovered at 17:55. The patient did not experience any symptoms of withdrawal but did hear the alarms activate. She denied any exposure to magnets or other magnetic interference. Considerations were reviewed with the patient and they were not planning on a pump replacement at this time. The issue was not resolved. The patient's other concomitant medications were listed as: vitamin c, b, complex, oral baclofen prn, biotin, ampyra, iron, naproxen prn, fish oil, ditropan, metamucil, zoloft, tizanidine, vitamin d. The patient's medical history included multiple sclerosis. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.